Manufacturer narrative:
Upon evaluation of returned pad, no defects or issues were found. Latest thermage treatment guidelines recommend placement of the returned pad on the back only. Client informed.

Event description:
On (B)(6) 2010, solta medical became aware of an adverse event occurring following a thermage treatment on (B)(6) 2010. The pt was having a thermage treatment to the abdomen and received a burn to the arm where the return pad was located. Solta employee who originally was documenting case left solta without instructions to follow-up or reassignment of case. Case reviewed, and client was called for follow-up on (B)(6) 2010 when reportability was determined. Pt has healed with small reported scar.